Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("patient suffers from increasing dysmenorrhea") in a 42 year-old female patient who had essure inserted. The patient had a medical history of vaginal delivery and kidney stones (lithotripsy for kidney stones). As concurrent condition the report mentioned adipositas (grade ii). On 01-jan-2017, the patient had essure inserted. On 27-apr-2022, 1942 days after essure insertion, she experienced dysmenorrhoea (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy, inter-ovarian, robot-assisted laparoscopic). The reporter considered dysmenorrhoea to be related to essure administration. The reporter commented: the exact date of insertion is unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.562 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("patient suffers from increasing dysmenorrhea") in a 42 year-old female patient who had essure inserted. The patient had a medical history of vaginal delivery and kidney stones (lithotripsy for kidney stones). As concurrent condition the report mentioned adipositas (grade ii). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1942 days after essure insertion, she experienced dysmenorrhoea (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy, inter-ovarian, robot-assisted laparoscopic). The reporter considered dysmenorrhoea to be related to essure administration. The reporter commented: the exact date of insertion is unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.562 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("patient suffers from increasing dysmenorrhea") in a 42 year-old female patient who had essure inserted. The patient had a medical history of vaginal delivery and kidney stones (lithotripsy for kidney stones). As concurrent condition the report mentioned adipositas (grade ii). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1942 days after essure insertion, she experienced dysmenorrhoea (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy, inter-ovarian, robot-assisted laparoscopic). The reporter considered dysmenorrhoea to be related to essure administration. The reporter commented: the exact date of insertion is unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.562 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2023: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of dysmenorrhoea ("patient suffers from increasing dysmenorrhea") in a 42-year-old female patient who had essure inserted. The patient had a medical history of vaginal delivery and kidney stones (lithotripsy for kidney stones). As concurrent condition the report mentioned adipositas (grade ii). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1942 days after essure insertion, she experienced dysmenorrhoea (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total hysterectomy, inter-ovarian, robot-assisted laparoscopic). The reporter considered dysmenorrhoea to be related to essure administration. The reporter commented: the exact date of insertion is unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.562 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2023: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.